Event description:
The customer received a questionable cortisol result for one patient sample. The initial result was 1.86 nmol/l and was reported outside the laboratory. The doctor questioned the result and the sample was repeated. The repeat result was 657 nmol/l. The patient was not adversely affected. The cortisol reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
The cortisol reagent lot number was 174778.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A preanalytic issue was suspected as it was noted the customer was not using the required cup adapters on the sample rack and the centrifugation settings were not in accordance with the manufacturer's suggestions.

Manufacturer narrative:
This event occurred in (B)(6).